Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that the drip chamber separated from the tubing during an infusion of 10% dextrose. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report that the drip chamber separated from the tubing was confirmed.visual inspection confirmed that the sample was received in two pieces; the separation occurred at the lower drip chamber to tubing joint. No solvent was identified to the tubings.the root cause that the drip chamber separated from the tubing was identified as a manufacturing issue, separation occurred as a result of lack of solvent to the affected joint.